Event description:
Medtronic received info that this bioprosthetic valve was explanted, due to regurgitation.

Manufacturer narrative:
Eval results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. A small perforation and tear in the lunula and free margin of the right cusp and the lunula of the left cusp appeared to be due to contact with long suture tails. A small remnant of pannus remained attached to the left cusp inflow margin of attachment. An unk amount of pannus appeared to have been removed during explant. All commissures were intact. Radiography shows no evidence of mineralization in the valve. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.